Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part # 319.006 and lot # 7764082; DHR review for part# 319.006 lot# 7764082; release to warehouse date: august 14, 2014; manufacture site: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of instrument trays, tip of pliers was bent and out of shape and not closing properly. Metal tip of depth gauge was broken off into two pieces from plastic handle. There was no patient involvement. This complaint involves 2 devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned subject device. The returned instruments were evaluated and the complaint was able to be confirmed at customer quality. The depth gauge (part 319.006, lot 7764082, mfg 14-aug-2014) was returned in four pieces (slider, body, needle, protection sleeve) with the needle component broken off from the slider. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport; and the outer body adds additional protection to the needle attachment point during storage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Replication of the complaint is not applicable as the complaint conditions were visually confirmed. This complaint is confirmed. The 319.006 depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Relevant product drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. No new, unique, or different patient harms were identified as a result of this investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.